Event description:
Over the past month, we have noticed intermittent water leaking from the end of the scopes. Initially, we suspected the genii pumps were the cause and replaced several of them. While this seemed to help somewhat, the leaking has continued intermittently. Today, [redacted] from erbe was present during a case and observed the leaking. She informed us that there was a manufacturing issue with the tubing that is causing the problem. She provided 20 port adapters as a temporary fix and explained that once we begin purchasing the updated tubing, the issue should be resolved. Currently, we have over 300 units of the existing tubing in our stock room. To continue using this inventory, we would need to purchase port adapters for them. The adapters cost $4.90 each, which would result in an approximate additional cost of $1,000. The rep was clearly aware of this defective tubing, yet [redacted] was never notified of the issue and today the rep emailed me with lot code information that has fixed the leaking issue.